Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse arrived at customer location and was able to duplicate customer's reported problem of unable to extend boom. The fse pressed the enable joystick and gently helped push boom to extend it past the hard stop. Confirmed boom now has fully range of motion. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) while they were getting ready to start the case and reported that they were trying to deploy for draping, but the system kept giving an error tone. The csr stated that they did not have any messages on the screen. The tse recommended checking that the boom or arms were not at their maximum or minimum range of motion and could not move. The tse also stated that a bad scope could cause targeting issues. The csr stated that they were not to that point yet. The tse heard in the background to move the arms behind the green laser line then the csr stated that they would keep trying to figure it out and the csr ended the call. The tse checked the system logs and did not see any related errors in the logs during the call. The procedure was completing as planned with no reported injury.